Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicate with customer and confirmed the reported issue. Upon testing the system remotely rse identified that the device was down because x ray was disabled. Touch screen module in the examination room would not boot up. The rse created an onsite service request, but customer cancelled the onsite service request as they fixed the system on their own. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected .

Event description:
It was reported to philips that the tsm (touch screen module) in the examination room would not boot up. The device was outside clinical use at the time of the reported event. No harm to patient or user was reported.